Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. A result obtained from the patient earlier that day was tested on the same instrument and resulted lower. A new draw was obtained and the sample was tested on the same instrument, resulting lower. The customer then retested the sample which resulted high on the same instrument and an alternate advia centaur instrument and both resulted lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced valves 66 and 67, aspirate probe 1 pinch valve, reagent probe 3 sensor, and installed a new aspirate wash manifold. Calibrations were verified and sample and precision testing were run, resulting with one troponin flier. The cse replaced the wash separation manifold, aspirate probe connectors, tubing connectors, 2 and 3 way valves, and various tubing. The cse ordered additional parts and returned to the site. The cse replaced the acid, base and wash 1 reservoir connectors, lids and tubing. The cse also replaced the bulk fluid reserve assembly spares, wash 1 reservoir assembly spares, de-bubbler, base and acid probe assembly kits, optical sensor assembly, acid and base fittings, tubing, 2 way valve and sensor assembly. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. Quality controls and precision testing were run, resulting within range. The cause of the discordant, falsely elevated troponin result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.